Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc.

Event description:
Customer's father reported via phone call, the sensor reading was inaccurate and was triggering the threshold suspend feature on the insulin pump when the customer's blood glucose wasn't low. Customer's blood glucose was 10 mmol/l differences from the sg reading. The threshold suspend is set to activate at 3.2 mmol/l. The customer didn't have the accurate readings as the alert occurred at morning. Customer has been following the correct calibration procedures and inserted the sensor into the upper arm. Then put extra over tape.